Event description:
Blood glucose results of 5.8mmol/l, 10.2mmol/l and 15.9mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.